Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four months post laparoscopic gastric sleeve, the patient returned complaining of vomiting. The patient asked the doctor if the staples were gone. The surgeon responded to the patient that the staples were not gone as they were made of titanium. The patient reported having allergies to titanium. The patient¿s head swelled.